Event description:
It was observed that during the device evaluation, the subject device exhibited dirt on objective lens, air water-cylinder and tube has foreign objects. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign objects on the device, but the type of the material or root cause cannot be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.